Manufacturer narrative:
(B)(4). UDI# (B)(4). Concomitant product(s): item # 161469 oxf twin-peg cmntd fem md PMA lot # 651000; item # 159577 oxf anat brg rt md size 5 PMA lot # 423160. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial right knee arthroplasty. Subsequently, the patient was revised to total knee due to loose tibia.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient revised due to loose tibia.